Event description:
Distributor reported that after washing the restraint, the lock became impossible to close during testing at the hospital. The hospital washes the product in nets. The distributor did not provide the date when this was discovered. No patient or staff incidents or injuries were reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the issue that the buckle on the ankle cuff cannot be closed at all. Both of the connecting strap buckles can be closed with or without the strap being fed through them with some difficulty but clicks shut securely when closed. Note: this restraint is a custom made item. This restraint has two buckles; one on the ankle and one on the bed strap. (B)(4).